Event description:
Pt reported obtaining back-to-back blood glucose results of 174 mg/dl and 54 mg/dl, while using the suspect device. Pt indicated that, based on the value of 54 mg/dl he had something to eat. No pt injury was reported and no treatment was received. Qc testing was not performed on the suspect device. Technician support requested the return of the suspect product and replacement product was shipped.